Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at the stent inflow. Vegetation was observed on both the inflow and outflow aspect. Vegetation along with host tissue restricted mobility in all three leaflets. The x-ray demonstrated no visible damage to wireform. The explanted device was returned to edwards for analysis, demonstrating vegetations on the valve consistent with the original reported event. There is no change in the original conclusion of this case. No further actions are being taken.

Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has indicated that this event was due to patient related factors and not a device malfunction. It was noted that the infection source was "from teeth," suggesting that the patient likely had a dental procedure. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years, 4 months due to acute prosthetic aortic valve endocarditis, with enterococcus faecalis with septicemia and intravascular coagulation. The surgeon indicated that this event was due to patient related factors and not a malfunction of the edwards valve. The infection source was noted to be "from teeth." Per the op report, his transesophageal echocardiogram showed he had a 2.4 x 2-cm vegetation on his aortic valve. Intraoperatively, it was found that he had roughly a moderate amount of aortic regurgitation and only mild mitral regurgitation and preserved lv function. Also was found was a previously unseen 1.5 cm vegetation from anterior mitral valve leaflet. During explantation of the aortic valve, annular abscess could be seen on the aortic annulus, involving half the noncoronary leaflet, all the way down to the commissure between the right anterior valve leaflet. There was also a hole found in the anterior mitral valve leaflet, requiring patch repair. The aortic valve was replaced with another edward bioprosthesis. Transesophageal echocardiogram showed no evidence of aortic regurgitation or paravalvular leak post-implant. He had only mild mitral valve regurgitation and good lv function. Patient was transferred to the ICU in satisfactory condition.